Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-70, serial: (B)(4), description: infinion 70 cm lead kit. Model: sc-3400-30, serial: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model: sc-4318, lot: 20827822, description: clik x anchor. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the ipg and midline site. The patient was prescribed antibiotics and underwent a system explant procedure. Per the physician the infection was caused by bacteria, and is not device related. A culture was taken and it was (B)(6) for staphylococcus aureus. The patient is doing well post-operatively, and the infection has resolved.

Manufacturer narrative:
Additional information was received that the patient had a fever and that there was secretion from the incision site. It was also noted that the infection was also located in the subcutaneous fat.

Event description:
A report was received that the patient developed an infection at the ipg and midline site. The patient was prescribed antibiotics and underwent a system explant procedure. Per the physician the infection was caused by bacteria, and is not device related. A culture was taken and it was (B)(6). The patient is doing well post-operatively, and the infection has resolved.